Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery, it was discovered that the motor device heated up. There were no delays to the surgical procedure as a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, a visual and functional assessment was performed on the device which found that the device did not function while performing the directional control assessment and the console did not recognize the handpiece device, which was caused by pins pushed back in the connector. It was further determined that the issue with the pin pushed back in the connector was from the connector not being properly aligned and forced into the female connector when plugging it into console device and pushing in the pin, which caused the e8 error. It was further determined that the issue was consistent with user error. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.